Event description:
Bone erosion at first (left) metatarsal/phylangeal joint. Considered to be a direct result of delayed wound healing caused by implantation of orthostat bone putty. This procedure was conducted as part of a clinical research study to look at post-op bunionectomy pain mgmt. Bone loss. Approx age of device : 2 months. Occurred at: ambulatory surgical facility.